Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump received prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump battery life was diminished, screen will dim even when battery was not low, the middle button was becoming worn out and has a line through it that may be a crack and pump clock loses time. It was reported that the insulin was squirting during priming. The insulin pump will not be returned for analysis.